Event description:
A system operator reports over corrections on patients. A review of patient records provided indicated this patient presented with a 2 line decrease in bcva in the left eye approximately 6 months following surgery.